Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver 1l normal saline, at an unspecified rate. It was reported that during priming prior to patient use, the piercing pin of the tubing set was inserted into an unspecified administration port of the solution container. After an unspecified length of time, it was reported that the solution container and tubing set were hung on an IV pole. The customer contact reported that the cair clamp of the tubing set was in the closed position, fully clamped correctly and unable to move on the line. At this time, it was reported that solution started slowly dripping down the line. The customer contact indicated that a scissor clamp was applied to stop the dripping of solution. No specific details were provided. After an unspecified length of time, the therapy was initiated with the same tubing set. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k101677. This report represents all the information known by the reporter upon query by hospira personnel.